Event description:
It was reported that a motor stall was confirmed. There was more than one motor stall in the event logs. According to the logs it looked like the stall first occurred on 2014 (B)(6) and the motor would stall, then restart, then stall again, and then start, etc. The repeated motor stalls and recoveries occurred over a long duration (e.g. 5 occurrences over 2 weeks) and were not in a short duration (e.g. 5 occurrences within 24 hours). If the pump was stalled for more than 24 hours there was not a tube set message after the stall to the knowledge of the reporter. The first motor stall showing in the logs that dated back to 2013 (B)(6) occurred on 2014 (B)(6) at 22:10 and recovered the same day at 23:57. The next day a motor stall occurred at 07:15 and recovered that day at 13:32. The following day the motor stalled at 08:16, recovered at 08:27, and stalled again at 12:01. The motor stall recovered the following day at 12:58. The next day, 2014 (B)(6), the motor stalled at 05:38. The following day the motor stall recovered at 09:11, stalled at 13:01, recovered at 13:16, and again stalled at 14:30. It is unknown if that last motor stall recovered. The cause of the motor stalls was unknown. The patient experienced increased pruritus over the whole body and possible increased spasticity. As a result of the motor stall the pump would be replaced. The healthcare provider recommended that the patient go to the emergency room and be admitted where he could be monitored. The pump was then replaced on the date of this report. Hospitalization was required as a result of this event. The pump was used to deliver baclofen. The patient¿s status as of 2014 (B)(6) was reported to be alive - no injury. On 2014 (B)(6) the healthcare provider reported that it was unknown how the patient was doing.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse lioresal.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter (B)(4).

Event description:
Additional information received reported that the pump was received along with a print report that indicated that between (B)(6) 2014 ten motor stall events occurred with recovery, including three instances when ¿stopped pump period may exceed tube set¿ messages were seen on (B)(6) 2014. The print report also noted that a pump refill occurred on (B)(6) 2014, the patient¿s infusion prescription was changed, and an alarm was silenced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.